Event description:
It was observed that during the device evaluation, the generator had an e433 error when power was initiated. There was no patient involvement. This inquiry was reopened and escalated to a complaint based on new information provided in update (B)(4). (B)(6) 2025.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most likely probable cause was electrical/electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously provided report.

Event description:
It was observed that during the device evaluation, the generator had an e433 error when power was initiated. There was no patient involvement.